Manufacturer narrative:
Sanofi company comment dated 16-feb-2016: this case concerns a patient who received treatment with synvisc injection and was hospitalised for trouble walking. The causal relationship between the product and the events has been considered to be possibly related. However patient's underlying condition provides a plausible explanation of the event.

Event description:
Trouble walking [difficulty in walking], having swelling in just one knee [knee swelling]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited device case from united states was received on 04-feb-2016 from a pharmacist via health authority of united states (USA-FDA with regulatory reference number: mw5058892). This case involves a patient of unspecified demographics who experienced trouble walking and swelling in one knee after receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (batch/ lot number: unknown; expiry date: 31-may-2018) in both knees for osteoarthritis of the knee. On (B)(6) 2015, the patient experienced trouble walking and was having swelling in just one knee after having the synvisc injection. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: important medical event (ime) and hospitalization or prolongation for both the events. Pharmacovigilance comment: sanofi company comment dated 16-feb-2016: this case concerns a patient who received treatment with synvisc injection and was hospitalised for trouble walking. The causal relationship between the product and the events has been considered to be possibly related. However patient's underlying condition provides a plausible explanation of the event.